Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va06m2k, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4) .

Event description:
It was reported all four programs were tried at 8.5 v and no stimulation was felt. The patient was not receiving therapy. System replacement had not been scheduled yet. See also manufacturer's reports # 3004209178-2014-23992 and # 3004209178-2014-23996 for the concomitant system.

Event description:
It was reported the patient was losing stimulation sensation, so they kept increasing their settings. The patient then saw a power on reset (por) message with the ¿call your doctor¿ icon. There were no falls or traumas associated with the issue. Reprogramming to unipolar settings resulted in stimulation. The system was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.